Event description:
The physician advanced the icast stent to deploy into the renal artery. During the presentation onto the wire, the stent fell off the balloon. (Device is premounted onto the balloon in the package). Device removed from sterile field and placed in a bag to send to failed medical process.what was the original intended procedure?na.device #1is this a laboratory device or laboratory test?no.